Event description:
Ous MDR - after an implantation time of about 29 months, inappropriate shock deliveries were reported, according to the pt. The ICD could no longer be interrogated. Both the lead and the ICD have been returned for analysis. The date of implant was not provided. The device was explanted.

Manufacturer narrative:
Ous MDR.